Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens was returned in liquid, in a lens vial. Visual inspection found the haptic torn. (B)(4).

Event description:
The reporter stated that a cc4204a, + 13.0 diopter, implantable collamer lens, was opened on a sterile field but not used due to the surgeon decided to go with a different power lens. The reporter did not know the cause of the damaged lens.